Event description:
It was reported by service report that the caster wheel is broken on the bed. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Replacement casters ordered.